Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was pulled out of cartridge. Customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was 69-72 mg/dl.